Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2008 and mesh was used. It was not stated which product was implanted during which surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse and urinary incontinence. The patient underwent mesh revision/excision on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04890. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008 due to erosion and dyspareunia. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007, concurrently with cystocele repair with mesh, posterior rectocele repair, and a cystoscopy in order to treat pelvic organ prolapse, anterior defect, stress urinary incontinence, rectocele, and bladder retention. It was reported that the patient underwent mesh revision/removal along with a cystoscopy on (B)(6) 2008, due to vaginal mesh exposure and vaginal discharge. It was reported that the patient underwent mesh removal on (B)(6) 2008, due to mesh exposure of the anterior vaginal wall and to repair vaginal apex. It was also reported that the patient underwent mesh excision on (B)(6) 2008, due to mesh exposure and a posterior and anterior colporrhaphy, perineorrhaphy, cystoscopy, suburethral sling revision and placement of an align retropubic urethral support system sling was performed. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent cystocele repair, posterior rectocele repair with diagnostic cystoscopy.